Manufacturer narrative:
On 5/2/2016, a medtronic representative visited the site and tightened the drive belt and this resolved the issue. System passed all testing after belt was tightened.

Event description:
A medtronic representative reported that during a spinal fusion surgery o-arm gantry movement during 3d spin caused bad image quality (noise/blurry edges). They continued to navigate with the sub-optimal images. No harm to the patient.

Manufacturer narrative:
(B)(6).